Manufacturer narrative:
Device evaluation: visual analysis identified it was not possible to see the batch number and catalog of the device, but did observe an opening on the anterior side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "rupture and exchange of textured breast implants due to the patient¿s concern with the product".

Event description:
Healthcare professional reported left side "rupture and exchange of textured breast implants due to the patient¿s concern with the product". Device remains implanted.